Event description:
The guide wire was being used in the mid lad, which was totally occluded. There was also a knuckle at the bend of the ostium, in which each beat of the heart buckled the vessel. When the guide wire entered this area of the vessel, a performation occurred which could not be resolved despite aggressive surgical measures. It was reported that because of the nature of the vessel, this could have happened with almost any guide wire used in the procedure.